Manufacturer narrative:
The reported condition of failure code 38:309:914:0002 was confirmed but could not be duplicated. The failure code occurred once in event history. The assignable cause could not be determined. The device was powered off and back on, failure did not reoccur, no repair required. (B)(4).

Event description:
The facility representative reported a colleague infusion pump with a failure code of 38:309:914:0002. It is unknown when this event occurred. There was no report of patient injury or medical intervention necessary. No additional information is available. During baxter review of the event history on (B)(4) 2010 it was determined that the reported condition occurred during delivery. This device utilizes user interface module master software version 6.13.90 categorized as remediated.